Event description:
It was reported that a loud noise was heard when the 9800 system was plugged in. The system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.